Event description:
It was reported by the customer that a pyxis anesthesia es system rebooted in the middle of a case. The customer stated that a 2 hours ear, nose and throat related procedure was affected and the required medications were propofol, midazolam, fentanyl, dilaudid, ephedrine and non-narcotics. The customer added that there was no delay to procedure since the required medication were already pulled. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a boot up error on device and the device automatically rebooted once at the time of reported event. Following that, no further issues were reported and the reason behind the unexpected reboot could not be determined. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-aug-2021 to 25-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the technical support specialist that the device was automatically rebooted once at the time of reported event. The technical support specialist confirmed that the station was working fine after the reboot. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system rebooted in the middle of a case. The customer stated that a 2 hours ear, nose and throat related procedure was affected and the required medications were propofol, midazolam, fentanyl, dilaudid, ephedrine and non-narcotics. The customer added that there was no delay to procedure since the required medication were already pulled. There were no adverse events or injuries reported based on this event.